Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) had migrated from its original position in the pocket. The patient had a history of being a 'twiddler' with her previous ICD (the patient constantly manipulated the lead and ICD until the lead was pulled out of position). The mini ICD had been implanted pectorally in an effort to avoid repitition of the twdiller problem. However, it was also reported that the mini ICD migrated from its original position after the patient lost a considerable amount of weight, and that surgery was performed which successfully re-positioned the ICD. The ICD remains implanted.